Event description:
Meter name: ot profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: low, semi-conscious. A patient reported they were unable to test on their meter. Their meter allegedly has no power. No results on their meter. There were no other tests. There was no comparison. Treated with glucose tablet. No further information has been reported.